Event description:
(B)(4). I had a tubal ligation with essure done during c section with my son in 2013. Ever since I've felt like a different person. Heavy periods, seasonal migraines, body is itchy, horrible cramps, so tired all the time, nausea during menstrual cycle, hair loss, weight gain.